Manufacturer narrative:
The device has been rec'd, but additional time is required to complete the investigation. Upon the completion of the investigation, a supplemental will be submitted.

Event description:
The customer reported that the defib would not charge. Welch allyn factory service identified defib 11 and defib spi error codes. No pt involvement.